Event description:
The patient stated that is blood glucose values had been elevated in the range of 200-300 mg/dl. He did not report his normal blood glucose range. He noted that his blood glucose varies because he is a "brittle diabetic." He believed that the infusion device was not delivering programmed boluses. He stated that he gave himself a 10 unit bolus of insulin and changed his basal rates, but his blood glucose values did not decrease. He stated that he has had difficulty maintaining his blood glucose values below 200 mg/dl. He reported having no symptoms of elevated blood glucose. At that time, he also mentioned that his blood glucose had dropped as low as 39 mg/dl. During troubleshooting with a company representative, he indicated that the piston rod in the infusion device was over 6-12 months old. The patient was educated regarding the importance of replacing the piston rod after 12 months of use and the adapter after 6 months of use. The patient was advised to seek the advice of his physician related to his erratic blood glucose values. He was advised to transition to his back up infusion device until a replacement for his primary infusion device arrived. The product was replaced and requested to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.